Event description:
Rptr has two glucose meters made by johnson & johnson. Life scaan one touch ultra. One day noticed they were getting different readings from different fingers within seconds. The difference was as much as 20 mg/dl and sometimes less. Rptr made sure hands were very clean and did a test with test solution, it was correct. However, the meters still showed this discrepancy. Rptr uses the correct test strips with meters and cannot figure out why this is happening. Wrote to life scan but they did not answer. This is dangerous for all of the diabetics that use this meter. What number can a person rely on when there are so many different readings.